Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. After crossing a 035 guide wire, a 6.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate the target lesion. However, upon inflation, contrast media leakage was noted. The device was completely removed and balloon rupture was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.